Event description:
A report was received that the patient was experiencing discomfort at the pocket site. During the pocket revision, the physician attempted to replace the ipg even though there was no malfunction suspected, however, high impedances were detected on both leads. The physician reported that during the permanent implant, the right lead was crimped at the end causing permanent high impedances on that lead only. The physician tried two new ipgs but the high impedances of the left lead were not resolved. The physician elected to re-implant the original ipg and the impedances of the left lead returned to normal. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2108-50m serial # (B)(4) description: scs lead kit, phase 2 sterile package model # sc-2108-70m serial # (B)(4) description: scs lead kit, phase 2 sterile package.